Manufacturer narrative:
(B)(4). No product was returned or pictures provided of the cables; visual and dimensional evaluations could not be performed. The provided photos identified only explanted hip components captured on a separate linked complaint. No product was returned or pictures provided of the cables; visual and dimensional evaluations could not be performed. The provided photos identified only explanted hip components captured on a separate linked complaint. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: right total hip arthroplasty with what appears to be an oblique periprosthetic fracture involving the proximal femoral diaphysis. Lateral plate and screw fixation device in place along the proximal femur with at least two and possibly three fractured proximal screws. No signs of loosening, wear, radiolucency were identified. No problem was found with the reported cables. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the patient underwent an initial hip arthroplasty approximately thirteen (13) years ago. The patient then required a plate, screw, and cerclage wire fixation approximately six (6) years and five months later. Subsequently, the patient underwent a revision surgery approximately a month ago due to loosening and fracture of the implants.

Manufacturer narrative:
(B)(4). D10: medical products: item#: 00223200418, cable cerclage cable with crimp 1.8 mm dia. 635 mm length; lot#: 63853468. Item#: 00811400110, femoral stem 12/14 neck taper ext. Offset size 1 130 mm stem length; lot#: 61881188. Item#: 00875705201, 52mm o.d. Size ii porous uncemented with cluster hole shell use with ii liners; lot#:61850802. Item#: 00875101036, 36mm i.d. Size ii neutral liner use with 52mm o.d. Size ii shell; lot#: 61705461. Item#: 00801803603, femoral head sterile product do not resterilize 12/14 taper; lot#: 61872565. Item#: 00801102024, allen medullary cement plugs 1-24 mm diameter flange/12 mm diameter core store in cool dry place; lot#: 60864182. G2: foreign: australia. H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.